Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a biomed stated the arctic sun device would not fill. During filling the circulation pump command (cpc) was 100 percentage but the inlet pressure (ip) was 0.0 psi. No suction was felt at the inlet. Per wo notes, they discussed that this was indicative of a failure of the circulation pump and would discuss repair options with management.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. During filling the circulation pump command (cpc) was 100 percentage but the inlet pressure (ip) was 0.0 psi. No suction was felt at the inlet. Per wo notes, they discussed that this was indicative of a failure of the circulation pump and would discuss repair options with management. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a biomed stated the arctic sun device would not fill. During filling the circulation pump command (cpc) was 100 percentage but the inlet pressure (ip) was 0.0 psi. No suction was felt at the inlet. Per wo notes, they discussed that this was indicative of a failure of the circulation pump and would discuss repair options with management.